Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigations conclusions) additional h6 type of investigation code: labelling review. H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for reduced therapeutic efficacy over time / incorrect implant position was confirmed with empirical evidence based on information provided. Available information suggests that patient factors may have contributed to the event, as the implant site characteristics included prolapse on the medial side of p1 of the posterior leaflet, concern that a medial dive approach might be required due to slight bulging of the lateral basal myocardium. Procedural factors such as difficulty capturing the leaflets and maneuvering may have also contributed; however, a definite root cause is unable to be determined. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Per the report received from japan, edwards received notification of a pascal precision ace procedure in mitral position. Patient experienced post-operative hemolytic anemia and required blood transfusion. During the index procedure, there was significant difficulty grasping the implant at the target lesion (prolapse on posterior leaflet), but the procedure concluded with an improvement to at least mitral regurgitation grade 2. On post-operative day 3, blood tests showed a decrease in hemoglobin from 10 g/dl to 8 g/dl, along with elevated bilirubin and ldh levels. Transthoracic echocardiography performed thereafter confirmed a new residual jet of moderate severity originating from the lateral side of the pascal implant. The patient is exhibiting hemolytic anemia and a blood transfusion was administered. Follow-up blood tests demonstrated that hemoglobin was maintained at 10 g/dl, however, bilirubin and ldh levels have remained elevated. On post-operative day 11, patient experienced melena which led to a drop in hemoglobin levels. As a result, another blood transfusion was administered, and the patient was transferred to another hospital later the same day and is currently under observation. At this time, no additional treatment is planned, and the intention is to manage the condition with blood transfusions.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.